Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: retains were also tested and passed testing with no faults found.

Event description:
On (B)(6) 2012 ,the lay user/patient contacted lifescan (lfs) her onetouch ultra2 meter was prompting an error 2 message when a test strip was inserted. According to the ot ultra2 owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10am, the patient alleged the issue first occurred. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications due to the alleged issue. The patient reported within 45 minutes of the alleged issue occurring, she developed symptoms of being "sweaty and shaky."the patient reported at 11:30 (unknown date), she treated herself with something to eat or drink in response to the alleged symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was correct. However, the alleged issue remained unresolved with troubleshooting. The cca noted when the power button was pressed, the error 2 message did not occur. When the cca assisted the patient with a retest, the alleged error 2 message did not occur. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed. No error message was observed, the meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.